Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: 1.5; ref: 2.5; mean: 2.0; confidence limits: 1.3-2.7. Ref = reference. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Meter was received eleven days later, and functional testing passed. No product deficiency was established. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of 2009, 20 discrepant results complaint was reported for lot # 080868 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required as no product deficiency was established.

Event description:
In 2009, caller reported inratio meter gave results 2.0, 2.4, and 2.6 then as of this last month the inr seemed to drop to 1.3, 1.5, and 1.7. Doctor raised coumadin level but increased dosage didn't increase pt's inr to her range of 2.0-3.0. Coumadin level started at 4 mg but increased to 5 mg then 6 mg. Checked inr with inratio meter inr = 1.5 and then went and had a lab sample drawn lab inr = 2.5 (done within an hr). Monitor was finger stick and lab venous draw. This is considered an adverse event because dosage of pt's medication was changed.